Manufacturer narrative:
The broken piece was not retrieved and was incorporated into the filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure, or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved reciproc blue r25 8/100 25mm that broke during use is not available, and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1437145, 1436722, 1436828, 1437839, 1437156, 1437817, 1437509, 1437504). Sampling is representative, we can consider that the vdw batch #224943 is conform. No fault found. Product meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Event description:
In this event it was reported a reciproc blue file broke during use. The event outcome is unknown as of this MDR evaluation.